Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that doctor implanted an iol and once it was in the eye realized that the haptic was torn. He had to cut out the lens and put a new one in. Unsure whether the issue was due to human error or iol. Additional information has been requested and received stating that there was no patient harm.